Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: investigators were unable to confirm the original complaint; the pump powered on with a returned battery cap to a fully illuminated display. Display showed no signs of fading or discoloration.